Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, when using the balloon to remove a stone, it wouldn't deflate. It was reported that they tried to deflate it with the syringes. The procedure was completed with another extractor pro rx-s retrieval balloon. There were no patient complications reported as a result of this event.